Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software analysis was initiated as part of the investigation to determine the probable cause of the anomaly. The analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Other relevant device(s) are: product ID: 9735737, serial/lot #: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after importing the models from the 3d object data, a manufacturer representative discovered a potential software anomaly when adjusting the colormaps. It was noted that when the color map was changed on one of the models, it was unable to change the color of the model outline. When that model was turned off and turned back on, it went from an outline to appearing as a blob. This could not be changed back to an outline without deleting and re-importing the model. This issue was noted outside of a procedure, and there was no patient involvement.